Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds). There was blood in the wire lumen. The shaft was examined and was cleanly cut 21.5 cm from the guidewire exit notch the distal end of the device was not returned for analysis. The separated end is consistent with the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID : 2134265-2016-07911. It was reported that catheter withdrawal difficulties were encountered. The target lesion was located in the right renal artery. After a 6.0mmx18mmx150cm express® sd renal/biliary stent was deployed in the lesion, post dilation was performed using a 5x20x135 sterling mr balloon catheter. Then removal of the stent delivery system (sds) was attempted. However, it would not come back through the 6fr guide catheter. The physician removed the wire, guide catheter and the delivery system through cutting off the end of the balloon. After the sds was removed, the wire was re-inserted and advanced a guide catheter over the wire. Then another 6.0mmx14mmx150cm express® sd renal/biliary stent was advanced distally to the initial stent. Post dilation was performed using the same 5 x 20 x 135 sterling mr balloon catheter. However, during removal of the sds, it could not be retract into the guide catheter. The wire, guide catheter and the sds were removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was stable.